Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A customer reported having a connection issue during use of a homechoice cassette. This was reported to have occurred during an unknown step of dialysis therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.